Event description:
It was reported that the device's force sensor was not working. The event occurred during a bent test. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. The event history log revealed a system failure: calibration required, and a system failure: force sensor test alarm. Functional testing was able to duplicate the reported problem. It was determined that the force calibrations were out of specification. The force sensor was recalibrated, cleaned, and greased. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.